Event description:
A review of the reported information indicates that model rf048f vena cava filter allegedly experienced activation failure including expansion failure and failure to advance. The information was received from a single source. This malfunction involved one patient with no patient consequences. A (B)(6) years old male patient weighs (B)(6) kgs.